Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed a damaged dc power inlet. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.